Event description:
A cartridge alarm 20 was reported by the caller, which prevented them from loading a new cartridge on the pump as an error occurred each time they attempted the process. The customer confirmed that their blood glucose level did not exceed 500 mg/dl, indicating it remained within a normal range. As a corrective action, tandem technical support arranged for the replacement of the pump, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Additionally, the customer received guidance on returning the problematic pump and the steps needed upon receiving the replacement.